Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by "sometimes the patient need a reintervention" as this was on the md&d complaint form that you sent in? No need a intervention. Was there any change to procedure or post-op patient care? No. Was there any patient consequence as the md&d complaint form says "yes" for potential adverse patient event. No consequence. What is meant by "clips were twisted?" The clip mal formed (twist). Did clips feed sideways? Yes when they were twist!

Event description:
It was reported that during a cholecystectomy procedure, there were malfunction clips, all of the clips twist. Another like device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9221w. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.